Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 4, see 1920664-2015-00007, 00008, 00010.

Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. They checked the operation of the cutter starting with a speed of 2000-3000 cpm and then geared up to 5000 cpm, where the cutter did not function properly. There was no impact to the patient.